Manufacturer narrative:
Although the used device has been returned to the MFR, the investigation has not yet been completed, therefore, a failure analysis is not available. Upon completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported by customer in another country, during a coronary angioplasty, the inflation device was not registering pressure on the pressure gauge. The device was replaced and the procedure continued. There was no pt injury. The used device has been returned for eval.